Manufacturer narrative:
Model number/ catalog number: sc-2316-50, serial number: (B)(4), batch/ lot number: 16456787, model/ catalog description: infinion 16 lead kit 50 cm. The explanted leads were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was noted that the leads had multiple contacts out. The patient underwent an explant procedure and was doing well postoperatively.